Event description:
When dr gues they pump to deliver a bolus of insulin, an alarm trigers, preventing the bolus from being administered. Pump returned to MFR. MFR returned pump stating that the pump was not malfunctioning. However, dr. Says that the pump will not deliver the insulin bolus. Dr. Does not have this problem w/the back up pump he is currently using. MFR states they will not look at suspect pump again.